Manufacturer narrative:
The customer's complaint of 0.2 micron low sorbing filter leaked could not be confirmed because the product was not returned for failure investigation. The root cause of this failure was not identified.

Event description:
The customer reported a patient who was receiving a continuous infusion of etoposide noticed the blanket under the IV tubing was wet and called the nurse. The nurse immediately paused the chemo and instructed no one to touch the wet area. The patient washed his hands with soap and water. Wearing chemo gown, gloves, and eye shield, the rn inspected the IV tubing. It was difficult however it was determined the leak was coming from the 0.2 micron low sorbing filter, where the IV tubing meets the filter. The filter tubing was replaced with a new one. There was no report of patient harm.